Event description:
It was reported the patient had bacterial vaginosis. It was noted the patient had brown and malodorous vaginal discharge. It was reported the patient was prescribed metronidazole from (B)(6) 2011. It was noted the patient¿s symptoms resolved without sequelae on (B)(6) 2011.

Manufacturer narrative:
Concomitant medical products: product ID 3889-33, lot# v579919, implanted: (B)(6) 2011, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).